Manufacturer narrative:
Concomitant medical products: product ID 3889-28 lot# va1l3my serial# implanted: (B)(6) 2017. Explanted: (B)(6) 2021 product type lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 18-oct-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient had their device replaced with a rechargeable device on (B)(6) 2021. The lead broke when they were trying to remove it. There were no patient symptoms nor further complications reported at this time.